Event description:
A report was rec'd that alleged a pt rec'd 1st degree burns during the procedure with the warming system in use. It was noted after the procedure that the pt's skin was reddened. No treatment was given in response to the reddened area which resolved w/o intervention. Hospital bio-med tested the device after the procedure and found the device within specification, bio-med declined to return the device to the MFR for eval as they determined no device related failure has occurred.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.